Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("possible migration"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 678820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, back pain, ovarian cyst, throat swelling, itching and drug hypersensitivity. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced weight increased ("weight gain") and rash ("rash"). In (B)(6) 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), urticaria ("constant hives"), nausea ("nausea"), amnesia ("memory loss"), abdominal distension ("bloating"), bone pain ("bones pain"), arthralgia ("joint pain"), myalgia ("muscle pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, allergy to metals, urinary tract infection, urticaria, nausea, headache, amnesia, abdominal distension, rash and fatigue outcome was unknown, the migraine and weight increased had resolved and the bone pain, arthralgia, myalgia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, arthralgia, bone pain, device dislocation, fatigue, genital haemorrhage, headache, migraine, myalgia, nausea, pelvic pain, rash, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: discripancy noted in essure removal date: (B)(6) 2014 & (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan vagina - in 2014: total bilateral occlusion. (B)(6) 2014:ultrasound pelvic: impression: 1. Linear echogenic structure within the right myometrium consistent with essure coil and left coil is not visualized. (B)(6) 2015:specimen(s) received: a: uterus, cervix, bilateral tubes and essure diagnosis: uterus, total hysterectomy: cervix: benign with focal chronic inflammation. Endometrium: proliferative to early secretory. Myometrium: focal adenomyosis. Serosa: unremarkable. Bilateral fallopian tubes, salpingectomy: right paratubal cyst essure coils (gross only). Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet ,received. Events nickel allergy, uti, hives, nausea, migraines / headaches, fatigue, weight gain, memory loss, bloating, bone pain, joints pain, muscle pain, abdominal pain are added. Lot number & lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("possible migration"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 678820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, back pain, ovarian cyst, throat swelling, itching and drug hypersensitivity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), headache ("headaches"), amnesia ("memory loss"), abdominal distension ("bloating") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), urticaria chronic ("constant hives"), nausea ("nausea"), weight increased ("weight gain"), rash ("rash"), bone pain ("bones pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), abdominal pain ("abdominal pain") and urticaria ("constant hives"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, allergy to metals, urinary tract infection, urticaria chronic, nausea, headache, amnesia, abdominal distension, rash, fatigue and urticaria outcome was unknown, the migraine and weight increased had resolved and the bone pain, arthralgia, myalgia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, arthralgia, bone pain, device dislocation, fatigue, genital haemorrhage, headache, migraine, myalgia, nausea, pelvic pain, rash, urinary tract infection, urticaria, urticaria chronic and weight increased to be related to essure. The reporter commented: discripancy noted in essure removal date: (B)(6) 2014 & (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion ultrasound scan vagina - in 2014: total bilateral occlusion (B)(6) 2014:ultrasound pelvic: impression: 1. Linear echogenic structure within the right myometrium consistent with essure coil and left coil is not visualized. (B)(6) 2015:specimen(s) received: a: uterus, cervix, bilateral tubes and essure diagnosis: uterus, total hysterectomy: cervix: benign with focal chronic inflammation endometrium: proliferative to early secretory myometrium: focal adenomyosis serosa: unremarkable bilateral fallopian tubes, salpingectomy: right paratubal cyst essure coils (gross only). On unknown date hysterosalpingogram showed- scout image shows bilateral essure devices in place. The uterine cavity has a normal contour with no evidence of an intraluminal filling defect. No free spill of contrast into the peritoneum bilaterally. Both essure devices appear intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received - new event 'constant hives' was added. Lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible migration'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 678820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paraovarian cyst and flank pain. (B)(6) 2014: ultrasound pelvic: impression: linear echogenic structure within the right myometrium consistent with essure coil and left coil is not visualized. (B)(6) 2015:specimen(s) received: a: uterus, cervix, bilateral tubes and essure diagnosis: uterus, total hysterectomy: cervix: benign with focal chronic inflammation endometrium: proliferative to early secretory myometrium: focal adenomyosis serosa: unremarkable bilateral fallopian tubes, salpingectomy: right paratubal cyst essure coils (gross only). On unknown date hysterosalpingogram showed- scout image shows bilateral essure devices in place. The uterine cavity has a normal contour with no evidence of an intraluminal filling defect. No free spill of contrast into the peritoneum bilaterally. Both essure devices appear intact. Previously administered products included for an unreported indication: levlen. Concurrent conditions included overweight, back pain, ovarian cyst, throat swelling, itching and drug hypersensitivity. In 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), amnesia ("memory loss"), abdominal distension ("bloating") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("low back pain"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2012, the patient experienced migraine with aura ("silent migraines with aura"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria chronic ("constant hives"), rash ("rash"), bone pain ("bones pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), pain ("ache( there is so much pain that I can barely walk or sleep."), fallopian tube enlargement ("tube had lots of swelling "), feeling abnormal ("brain fog"), insomnia ("insomnia"), scar ("tubes had lots of scarring"), menstrual disorder ("monthly cycle with blood clot"), urinary incontinence ("bladder not be able to retain much fluid"), loss of libido ("deprived of sexual drive"), vaginal prolapse ("vaginal wall dropping") and cervix enlargement ("huge cervix") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, allergy to metals, urinary tract infection, urticaria chronic, nausea, headache, amnesia, abdominal distension, rash, fatigue, back pain, migraine with aura, pain, fallopian tube enlargement, feeling abnormal, insomnia, scar, menstrual disorder, loss of libido, vaginal prolapse and cervix enlargement outcome was unknown, the migraine and weight increased had resolved and the bone pain, arthralgia, myalgia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, arthralgia, back pain, bone pain, cervix enlargement, device dislocation, fallopian tube enlargement, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, loss of libido, menstrual disorder, migraine, migraine with aura, myalgia, nausea, pain, pelvic pain, rash, scar, urinary incontinence, urinary tract infection, urticaria chronic, vaginal prolapse and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2014 & (B)(6) 2015 , swelling of lady part and huge cervix and tube swelling clubbed together. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion.; on (B)(6) 2014: results: total bilateral occlusion.. Ultrasound scan vagina - in 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : scaring, swelling, brain fog, hives, insomnia, ache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received : events added- scaring, swelling, brain fog, hives, insomnia, ache. Aka name added, event added monthly cycle with blood clot, urinary incontinence ( bladder not able to retain much fluid), deprived of sexual drive, , huge cervix, fallopian tube swelling and scarring ( tube had lots of scarring and swelling),vaginal prolapse(vaginal wall dropping). We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible migration'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 678820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paraovarian cyst, flank pain and parity 2. Previously administered products included for an unreported indication: levlen. Concurrent conditions included overweight, back pain, ovarian cyst, throat swelling, itching and drug hypersensitivity. In 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), amnesia ("memory loss"), abdominal distension ("bloating") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("low back pain"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2012, the patient experienced migraine with aura ("silent migraines with aura"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria chronic ("constant hives"), rash ("rash"), bone pain ("bones pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), pain ("ache( there is so much pain that I can barely walk or sleep."), fallopian tube enlargement ("tube had lots of swelling "), feeling abnormal ("brain fog"), insomnia ("insomnia"), fallopian tube disorder ("tubes had lots of scarring"), menstrual disorder ("monthly cycle with blood clot"), urinary incontinence ("bladder not be able to retain much fluid"), loss of libido ("deprived of sexual drive"), vaginal prolapse ("vaginal wall dropping") and cervix enlargement ("huge cervix") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, allergy to metals, urinary tract infection, urticaria chronic, nausea, headache, rash, fatigue, back pain, migraine with aura, pain, fallopian tube enlargement, insomnia, fallopian tube disorder, menstrual disorder, loss of libido, vaginal prolapse and cervix enlargement outcome was unknown, the migraine, weight increased, amnesia, arthralgia and feeling abnormal had resolved and the abdominal distension, bone pain, myalgia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, arthralgia, back pain, bone pain, cervix enlargement, device dislocation, fallopian tube disorder, fallopian tube enlargement, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, loss of libido, menstrual disorder, migraine, migraine with aura, myalgia, nausea, pain, pelvic pain, rash, urinary incontinence, urinary tract infection, urticaria chronic, vaginal prolapse and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2014 & (B)(6) 2015 , swelling of lady part and huge cervix and tube swelling clubbed together, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion.; on (B)(6) 2014: results: total bilateral occlusion. On unknown date hysterosalpingogram showed- scout image shows bilateral. Ultrasound scan vagina - in 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media : device dislocation, scaring, swelling, brain fog, hives, insomnia, ache, urticaria chronic, migraine, abdominal distension, abdominal pain, back pain, menstrual disorder, loss of libido, fatigue, pain, weight gain, pelvic pain, headaches, amnesia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: information received via social media. Event" abdominal distension outcome was updated to recovering/resolving and events" brain fog, joint pain and memory loss was updated to recovered/resolved". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("possible migration"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no: 678820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paraovarian cyst and flank pain. On (B)(6) 2014: ultrasound pelvic: impression: 1. Linear echogenic structure within the right myometrium consistent with essure coil and left coil is not visualized. On (B)(6) 2015: specimen(s) received: a: uterus, cervix, bilateral tubes and essure diagnosis: uterus, total hysterectomy: cervix: benign with focal chronic inflammation. Endometrium: proliferative to early secretory. Myometrium: focal adenomyosis. Serosa: unremarkable bilateral fallopian tubes, salpingectomy: right paratubal cyst essure coils (gross only). On unknown date hysterosalpingogram showed- scout image shows bilateral essure devices in place. The uterine cavity has a normal contour with no evidence of an intraluminal filling defect. No free spill of contrast into the peritoneum bilaterally. Both essure devices appear intact. Concurrent conditions included overweight, back pain, ovarian cyst, throat swelling, itching and drug hypersensitivity. In 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), amnesia ("memory loss"), abdominal distension ("bloating") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("low back pain"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2012, the patient experienced migraine with aura ("silent migraines with aura"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of urticaria chronic ("constant hives"), rash ("rash"), bone pain ("bones pain"), arthralgia ("joint pain"), myalgia ("muscle pain") and the second episode of urticaria chronic ("constant hives") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, allergy to metals, urinary tract infection, nausea, headache, amnesia, abdominal distension, rash, fatigue, the last episode of urticaria chronic, back pain and migraine with aura outcome was unknown, the migraine and weight increased had resolved and the bone pain, arthralgia, myalgia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, arthralgia, back pain, bone pain, device dislocation, fatigue, genital haemorrhage, headache, migraine, migraine with aura, myalgia, nausea, pelvic pain, rash, urinary tract infection, weight increased, the first episode of urticaria chronic and the second episode of urticaria chronic to be related to essure. The reporter commented: "discrepancy" noted in essure removal date: on (B)(6) 2014 & on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: result: total bilateral occlusion.; on (B)(6) 2014: results: total bilateral occlusion.. Ultrasound scan vagina: in 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint...¿. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received: event back pain and migraine with aura were added. Event onset date were updated. Treatment drug was added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("possible migration"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 678820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, back pain, ovarian cyst, throat swelling, itching and drug hypersensitivity. In (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced weight increased ("weight gain") and rash ("rash"). In february 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), urticaria chronic ("constant hives"), nausea ("nausea"), amnesia ("memory loss"), abdominal distension ("bloating"), bone pain ("bones pain"), arthralgia ("joint pain"), myalgia ("muscle pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)-2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, allergy to metals, urinary tract infection, urticaria chronic, nausea, headache, amnesia, abdominal distension, rash and fatigue outcome was unknown, the migraine and weight increased had resolved and the bone pain, arthralgia, myalgia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, arthralgia, bone pain, device dislocation, fatigue, genital haemorrhage, headache, migraine, myalgia, nausea, pelvic pain, rash, urinary tract infection, urticaria chronic and weight increased to be related to essure. The reporter commented: discripancy noted in essure removal date: 09-jun-2014 & 09-jun-2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan vagina - in 2014: total bilateral occlusion 25-apr-2014:ultrasound pelvic: impression: 1. Linear echogenic structure within the right myometrium consistent with essure coil and left coil is not visualized. 09-jun-2015:specimen(s) received: a: uterus, cervix, bilateral tubes and essure diagnosis: uterus, total hysterectomy: cervix: benign with focal chronic inflammation endometrium: proliferative to early secretory myometrium: focal adenomyosis serosa: unremarkable bilateral fallopian tubes, salpingectomy: right paratubal cyst essure coils (gross only). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.